Manufacturer narrative:
Unit powered up properly after battery installation. Proceed it by using a new battery cap and a new battery. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current test and active current test. Pump time and clock functioned properly and had no issues during testing. Time/clock anomaly not confirmed. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review pump error 37 recorded three times on 26-jul-2024 from 08:10:53.000 until 08:13:33.000. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Isolate to motor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. In conclusion, customer concern for blank display, frozen screen, unresponsive button and time/clock anomaly were not observed during analysis. Pump error 37 was not confirmed during testing, however recorded in the history files. Problem isolated to motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced blank display and pump error 37. The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. And the customer reported, a frozen screen with no response from any button. And the clock did not advance when observed, for one minute. The customer also reported, receiving a pump error 37 alarm. The error table indicated, that replacement is required. No harm requiring medical intervention was reported. The product return status for mmt-1886 is unknown.